Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing.

Event description:
Device 2 of 2. Reference MFR report: 3008829311-2017-00249. The patient had 2 leads (from the same lot) implanted as part of her axiom neurostimulator system. It was reported the patient's implantable neurostimulator (ins) and lead sites were infected. The system was explanted at which time the sites were flushed with antibiotic solution and the patient was placed on oral antibiotics. Cultures were not obtained. The patient was referred to an infectious disease specialist for continued treatment.